Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an issue with arm 3 while suturing. The customer stated that while the surgeon was suturing, the instrument jaws opened up, let go of the needle, and the instrument backed out of the patient. The intuitive surgical, inc. (Isi) technical service engineer (tse) did not note any associated errors in available logs. Live logs showed system as shutdown. The customer stated there was no patient harm or impact. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an issue with arm 3 while suturing, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) for customer satisfaction. The system was tested and ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the universal surgical manipulator (usm) had an issue when the surgeon was suturing. The jaws of the instrument opened up, let go of the needle and the instrument backed out of the patient. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the customer reported complaint was neither confirmed nor replicated. On the system, the reported problem was mimicked but could not replicate the issue. The usm passed all relevant system and the psc fixture test platform (pftp) testing.

Event description:
Refer to h10/h11 for follow-up information.